Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a qdot micro catheter and the patient experienced complete heart block that required temporary pacemaker. The medical team was ablating in the aorta with the qdot catheter near the right coronary cusp. The physician went on ablation, they saw fast junctionals and they came off ablation within two seconds but they had caused complete heart block. They had already ablated for about 6-7 mins before the heart block. The patient was given a temporary pacer with plans for a pacemaker if the patient does not recover. The patient was sent to the ICU (intensive care unit) for monitoring. The patient was reported to be in stable condition. Patient required extended hospitalization. The physician believes the heart block was caused by ablation close to the his/av (atrioventricular) node. They ablated from the aorta which would have cause the heart block.